Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The team observed a kink while positioning, consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure. No patient harm was reported due to the issue.

Manufacturer narrative:
The investigation has been completed for the reported issue of product damage (cannula kink). The device was not received for evaluation. The root cause of product damage (cannula kink) was most likely a kinked cannula. This report is being filed as part of a retrospective review of historical records.